Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient has reported that their tongue and inner top lip are being cut by the aligners. They also are experiencing gum recession. The gum recession is noticeable on two front teeth. Patient is to confirm with their dentist about the recession. Awaiting further information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.